Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The data presented in the aged article on, ¿pediatric total tonsillectomy using coblation compared to conventional electrosurgery: a prospective, controlled single-blind study,¿ did not provide insight or relevance to current clinical outcomes for the product/device. It was reported, after a total tonsillectomy with an evac 70, a patient had to return, on the day of surgery, to the medical center for cauterization for a mild bleed. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Therefore, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case: (B)(4). Literature: pediatric total tonsillectomy using coblation compared to conventional electrosurgery: a prospective, controlled single-blind study. Doi: 10.1016/j.otohns.2004.02.012.

Event description:
It was reported that on literature review ¿pediatric total tonsillectomy using coblation compared to conventional electrosurgery: a prospective, controlled single-blind study¿, after a total tonsillectomy with an evac 70, a patient had to return, on the day of surgery, to the medical center for cauterization for a mild bleed. No further information is available.